Manufacturer narrative:
Inspection: an internal and external inspection were performed on the source device. There were no observations of fluid ingress in the front cover or rear case. There was no contamination observed on the electronic or mechanical components. Q1 on the logic board was thermally damaged. The female iui has contamination and the male iui has slight isolation rib wear. The male iui has a date code of (B)(6) 2007 and the female iui has a date code of (B)(6) 2007. Test results: functional testing consisting of connecting 1 to 4 devices to the female side of the source auto-ID was performed. Testing found the device operating out specification, q1 was found to be thermally damaged. It was replaced and found to be the cause of the communication issues. No further communication errors or alarms occurred after replacing q1. Device history review: a review of the device history record showed the device had a manufacture date of 08/06/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The probable cause of the customer¿s complaint is suspected to be due a short circuit on q1. Prior investigations found iui contamination led to the shorting of q1. The customer¿s stated issue of connection intermittent, board burnt chip was confirmed through testing. Functional testing consisting of connection testing and adjacent infusion testing performed on the system found the device operating out of specification. Q1 on the auto-ID logic board was found with thermal damage. Q1 component was replaced on the logic board, and the auto-ID was now able to pass power through the female iui to the connected devices and allowed them to operate as expected. There is dried fluid contamination identified on the female iui. The female iui appears to be the original with a date code of (B)(6) 2007. The auto-ID was not in use during treatment. A review of the complaint history record in trackwise was performed for the sn: 12810718 which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the connection was intermittent and the board has a burnt chip. No patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise was performed for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. A review of the device history record, showed the device had a manufacture date of 06aug2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6)was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. H3 other text: investigation complete.

Event description:
The customer reported, the connection was intermittent. And the board, has a burnt chip. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the connection was intermittent and the board has a burnt chip. No patient involvement.